Manufacturer narrative:
The investigation confirmed that a false negative vitros benz patient sample result was obtained while using the vitros 5,1 fs analyzer. The root cause of the false negative vitros benz was the result of user error, as the customer used a 10x dilution factor when processing the sample, causing dilution error as the benz result was calculated. The vitros benz IFU states 'due to the sensitivity of the vitros benz assay to drugs or metabolites other than lormetazepam that may be present in urine samples, specimen dilutions should only be used as an estimation for gc/ms confirmatory testing and are not intended for reporting patient values.' The vitros 5,1 fs chemistry system and vitros benz reagent were operating as intended, and there was no system malfunction.

Event description:
The customer observed a false negative vitros (B)(4) result on a single patient sample while using the vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)